Event description:
The event occurred on an unspecified date involving a t-u-r y-set, nonvented, 96 inch where it has been found to be occluded resulting in various flow and leaking issues during patient use. The problem was: the customer always has to cut off urinary catheters when irrigation is required. The tubing is always bent when irrigating endoscopic surgeries. Surgeons complain that fluids do not drain properly. The tip for piercing intravenous (IV) bags is too sharp and causes the liquid to leak out. There was no patient harm reported.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). No product samples, pictures, or videos were received for investigation. The complaint of sharp piercing pins leading to leakage and tubing always being bent could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.